Event description:
Procedure type: hernia repair. According to the reporter: the device's grey seal fell into the pt's cavity while inserting the mesh. Surgeon removed the seal with graspers. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/03/08.